Manufacturer narrative:
The customer reported that the unit stop taking co2 reading during a case. The unit will be exchanged as it is under warranty. There was no patient injury reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that the gf-210ra unit stop taking co2 reading during a case.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit stopped giving co2 gas readings during a case. No patient harm was reported. Investigation summary: no other information was provided for this case. A review of the service history for this serial number shows no related incident. This is an isolated incident for this serial number. Due to limited information available regarding routine maintenance, a root cause could not be determined. The sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual.

Event description:
The customer reported that the multigas unit stopped giving co2 gas readings during a case.